Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, several displays went blank preventing the continued monitoring of several telemetry patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
Before troubleshooting started, the displays returned on their own. As no actions were performed to resolve the issue, cause of failure could not be established. While the customer confirmed the issue was resolved, cause of failure was not established.